Manufacturer narrative:
The facility did not request svc; however the facility is returning their phaco handpiece for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pa pt safety advisory abstract: preventing corneal burns during phacoemulsification, 3/2010, vol 7, no 1: 23 - 25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A hosp instrumentation mgr reported that while undergoing cataract surgery, a pt sustained a corneal thermal injury. The reporters was unable to provide any details regarding the event and requested that a questionnaire be sent to the staff in the operating room. A questionnaire has been sent. Additionally, the customer has two phacoemulsification consoles and cannot confirm which was in use at the time of the reported event.